Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h6 codes belong to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that when the patient controller was charged in the morning, the lamp could not be lit. When tried again, it could be charged, but it could not be charged ¿inside the body¿. It used to be very good immediately and charging was smooth, but recently very good was only shown for a moment, and although the antenna position was adjusted many times, very good did not continue and charging takes a long time. It was unknown if there were any contributing factors. Troubleshooting was performed. The remaining battery level was 80% for the patient controller and 60% for the ins. Recently, it required about 50 minutes to increase the remaining 10%. When tried to charge the device, it did not detect the device; when proceeded to charge it, the screen that was currently being displayed was displayed. A low 77 78 high 95 was displayed and the antenna position was adjusted, but a low 0 0 high 0 reset was performed and the device was tried again; however, the device was not detected after the same charging trial was being performed, so charging was not started. The final remaining battery level was 60% for the patient controller and 80% for the ins. The issue was not resolved. No health damage was noted. It was further reported that after charging the patient controller to 100%, the remaining battery power of the controller was reduced to 60% in just 30 minutes. The charge remained at 80% even though charging was very good while in the body. The base of the antenna and the patient controller themselves were very hot. Additional information was received reporting the cause was a recharger fracture. The device was replaced and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that both the recharger and patient controller were replaced. It was suspected that there was ¿a possibility of a wire break near the outlet.¿

Manufacturer narrative:
H3: device evaluation: analysis of the returned recharger found that the device was scrapped due to the recharge antenna failure of being stuck on the checking the recharger screen. Refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.